Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006 block d10: concomitant product: model number/catalog number: 1201 serial number: (B)(6). Model/catalog description: tined lead unique identifier (UDI) #:(B)(4). (B)(6).

Event description:
It was reported that the patient experienced pain and discomfort around their ins incision. Fluid began to form within the capsule around the ins. The patient was unable to sit up against a chair without experiencing pain. The device removed and the patient fully recovered.